Manufacturer narrative:
Vilex received (3) screw sets from the account manager that was being used by the doctor. Vilex quality control evaluated all three sets by taking a sampling of screws in each set. The tips of the screws were evaluated and found to be sharp. Screws were then implanted in sawbone(s) using the instrumentation in the set(s). Screws advanced into sawbone(s) with no issue. Inspection of the instrumentation also found no issue. Review of ncrs for this product line was conducted, no ncrs were found. Review of capas for this product line was conducted, no capas were found. Review of complaints for this product line was conducted, two complaints were found. Vilex notified the account manager as to the following: sample of screws were pull from inventory and tested in a sawbone without issue. Upon return of the screw sets, vilex inspected the screws and found them to be sharp. Vilex tested a sample of the screws with instrumentation included in the set(s) and found no issue. Based on the evaluation conducted, vilex could not determine the reason why the doctor was not gaining purchase. Should further information become available, vilex will submit a supplemental report.

Manufacturer narrative:
On (B)(6) 2021, vilex was notified by account manager (B)(6). He stated that a doctor was having issues with vilex stainless steel lag screws not gaining purchase. Doctor uses mostly 2.0 screws and has been using vilex screws for over 10 years. Prior to this complaint, the doctor nor anyone else from the facility had reported this problem to vilex nor to account manager. The doctor describes the problem as when trying to implant the screws, he was not getting any bite so he tried different lengths and diameters. Doctor stated to the account manager that he tried 6 different screws without success. The account manager and vilex are unaware of when this problem occurred or what screws are in question. The screws were not available for return. Vilex reviewed the doctor's prior orders and pulled a sampling from inventory. The screws pulled were evaluated by vilex quality control. Quality control stated the screws evaluated advanced as they should. No issues could be found. Vilex has contact the account manager and asked him to return the set the doctor has been using for evaluation. At this time, vilex has not received the screw set. Upon receipt of the screw set, the items will be evaluated and supplemental report shall be filed.

Event description:
Doctor stated he was having problems with the stainless steel screws not gaining purchase in the bone.